Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the lead segments was returned to the manufacturer and analyzed. The lead distal conductor coil was fractured and proximal conductor distorted. Concomitant product: 4076 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that there was a lead warning for high right ventricular (rv) lead impedance. It was also reported that the right atrial (ra) lead had high threshold. Therefore the rv and ra leads were removed and replaced with new leads. No patient complications have been reported as a result of this event.